Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone that there were crack on the plastic around the top of the reservoir and on the reservoir window. The customer¿s blood glucose level at the time of incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.